Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s first device wasn¿t working, so the battery was replaced. The patient reported they did not know when this issue first occurred. No patient symptoms were reported. No further complications were reported.